Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported complaint. A gravity calibration was successfully performed on both the right and left master units. Worn grip pads and ac power cable were replaced. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instruments would not stop going towards the patient's anatomy. The issue was resolved by itself once the instruments were removed and reinserted. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was not observed with a specific arm; it occurred with all arms used. In all three procedures, the issue was resolved when the instruments were removed and reinserted. The surgeon confirmed that there were no arm collisions.